Event description:
The patient¿s mother reported that on (B)(6) 2026, a new pod was applied in the afternoon. Following pod application, the child¿s blood glucose became very high with readings displayed as ¿high,¿ indicating levels above 400 mg/dl, and did not respond to correction boluses. Blood glucose values were based on dexcom g7 continuous glucose monitor readings, and no backup fingerstick glucose measurements were performed at home. At the time of application, the pod appeared to be functioning normally. The patient subsequently developed significant vomiting and was described as "sick". The patient¿s mother later realized that the cannula was not properly inserted into the skin and was likely displaced, possibly because the child (who has autism and is non-verbal) may have touched or manipulated the pod. Due to persistent hyperglycemia and vomiting, the first pod was removed early on (B)(6) 2026, and a second pod was applied at home. The patient was taken to the hospital later that morning, and the patient was admitted to the intensive care unit (ICU). In the hospital, the second pod was removed by the health care provider to allow for intravenous insulin administration via infusion. The diagnosis communicated to the patient¿s mother by the health care provider was described as ¿blood sugar imbalance¿. The patient remained in the ICU for approximately 12 hours and was subsequently transferred to a regular ward for an additional period of observation. The patient was discharged home in stable condition on (B)(6) 2026.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the needle mechanism and cannula assembly found no issues that would result in the cannula inserting improperly. The cause of the reported improper insertion could not be conclusively determined.